Event description:
A 4.0mm diameter by 18mm length s7 stent delivery system was inserted for the treatment of a 90% lesion in the mid-right coronary artery. The lesion was pre-dilated with a 2.5mm by 2.0mm length ptca balloon. It was not possible for the stent to cross the severely calcified target lesion despite several attempts. Upon removal of the stent delivery system, the stent dislodged form the stent delivery balloon proximal to the intended lesion site. Therefore, a 2.0mm by 20mm ptca balloon was inserted through the undeployed stent and inflated. The stent delivery balloon was then used to fully deploy the stent at the site of dislodgement. The target lesion was subsequently treated with the deployment of another s7 stent. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodgement. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.